Manufacturer narrative:
(B)(4). Follow up for device evaluation. Visible particle adhesions were reported on needle filters. To support the investigation, twenty-four samples in sealed blister packaging and three photographs were submitted for evaluation by the quality team. A visual inspection of the returned samples revealed no defects, imperfections, or foreign matter. The photographs provided depicted a needle plastic shield with a dark-colored speck, a needle hub with a dark colored speck, and the top web of a packaging blister. A review of the device history record for material number 305211, lot 4212641, was completed. The review confirmed that no quality issues were detected during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were performed in compliance with specification requirements. Based on the investigation and analysis of the photographs, the reported condition was confirmed; however, it was not observed in the physical samples returned.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: it was reported that "as part of our quality control, we have been made aware that visible particle adhesions have been detected on some of your needle filters ((B)(4), lot 4212641). These are black residues whose mobility has not yet been conclusively assessed. We would therefore like to ask you to let us know whether you are already aware of this phenomenon and whether any quality reports or assessments have already been made. We are particularly interested in your assessment with regard to patient safety and possible effects during use. We would be very grateful for your feedback and any further information on the affected lot."